Event description:
It was reported that patient received inappropriate therapy for an svt. The device had incorrectly diagnosed a vt and delivered inappropriate therapy. Programming changes were made. Patient is stable.

Manufacturer narrative:
(B)(4).